Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
Related manufacturer's reference number: 2017865-2021-37599. It was reported the patient presented in the hospital. It was observed the patient had pocket erosion and an infection. The patient's pacemaker, right ventricular lead, left ventricular lead and right atrial lead were explanted on (B)(6) 2021. The patient had a new pacemaker, right ventricular lead and left ventricular implanted on (B)(6) 2021.